Manufacturer narrative:
The information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
It was confirmed the patient was only referred for generator replacement to a m106 only. The lead is not expected to be replaced. It was also reported that 2 company representative were at the patient's most recent doctor's appointment and stated they tried other options, such changing the pulse width, but nothing resolved the coughing. Attempts for additional information have been unsuccessful to date. No surgical interventions have occurred to date.

Event description:
Product analysis (pa) for the returned generator was completed and an end-of-service warning was observed and was associated with the output current being disabled. Burn marks were observed on the generator case, which indicated the generator may have been exposed to electro-cautery during device explant. A reset of the pulsedisabled byte in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the pa lab, the device output signal was monitored for more than 24-hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed the generator performed according to functional specifications. The battery voltage was measured and confirmed an ifi = no (intensified follow-up indicator) condition. Other than the noted pulsedisabled condition due to electro-cautery from the explant procedure, no additional performance or any other type of adverse conditions were found with the generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was coughing with stimulation and the physician was unable to continue titrating the patient's settings up due to further coughing. The patient was unable to go above 0.25ma output current since his generator had been replaced due to intolerable coughing. The system diagnostics were reported to be ok. Additionally, prior to the most recent vns generator replacement, the system diagnostic results were found to be within normal limits and had an impedance value of 2519 ohms. It was noted the patient's settings for his newly implanted device were programmed on the same day as surgery. It was suggested the physician attempt a temporary device disablement for about 2 weeks to allow for the patient's nerve to recover then proceed with titrations; however, the physician chose not to programmed the vns off. The physician referred the patient for a full revision due to the reported coughing. No known trauma has occurred which would have contributed to the reported coughing. The DHR was reviewed and confirmed the generator passed all required testing prior to distribution. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later explained that after the patient's most recent replacement on (B)(6) 2016, he was able to be programmed up to 0.75ma and tolerate the setting. However, it was also noted that the patient had been programmed off for about 2.5 days after surgery before the titration began. After the patient's surgery on (B)(6) 2015, he was never programmed off and was started at 0.25ma the day of surgery.

Event description:
It was reported that the patient underwent vns generator replacement surgery on (B)(6) 2016. The reason for the replacement was noted to be due to painful stimulation and coughing, and unable to tolerate settings about 0.25ma; however, it was later clarified the patient didn't have any pain, only severe coughing. It was noted that while under anesthesia, the surgeon performed a system diagnostic test and the patient appeared to have coughed. It was later noted that the patient was now programmed to 0.50ma and is tolerating stimulation. The explanted generator was received by the manufacturer for analysis. Analysis is expected but has not been completed to date.